Manufacturer narrative:
The reporter's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The test strips were tested with glycolyzed blood and all returned strips produced acceptable results. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The reporter's returned meter was tested using retention controls, and retention strips. Control ranges: level 1: 30 - 60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 44 mg/dl, and 45 mg/dl; level 2: 300 mg/dl, 302 mg/dl, and 303 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). The reporter stated they also received errors when using the meter. At 10:06 p.m., a sample from the patient was tested using the meter, resulting with a glucose value of 15 mg/dl. At 10:13 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a glucose value of 42 mg/dl.